Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a iab leak can occur due to one or more of the following probable causes iab leak: an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result from the following cases 1 membrane perforations caused by abrasions tears (penetration by sharp objects). 2 catheter perforations sharp objects. Severe kinks. 3 inner lumen breaks or kinks. 4 tip leaks. 5 rear seal leaks.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the balloon catheter had ruptures inside the patient during use. No harm or injury to the patient was reported.